Manufacturer narrative:
(B)(4). Initial report. Foreign report source: (b)(6. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Concomitant medical products: medical product: cer option type 1 tpr sleve -3, catalog #: 650-1065, lot #: 2019110144. Medical product: g7 dual mobility liner 38mm c, catalog #: 110024461, lot #: 701260. Medical product: g7 osseoti multihole 48mm c, catalog #: 110010262, lot #: 6742931. Medical product: act artic e1 hip brg 28x38mm, catalog #: ep-200144, lot #: 526300. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00324. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent total hip arthroplasty surgery. Subsequently, a revision surgery for shell exchange was performed due to dislocation. After the surgery, when checked the radiograph, one of the screws had penetrated the shell.

Manufacturer narrative:
(B)(4). This final / follow-up report is being submitted to relay additional information. G3: report source, foreign - event occurred in japan. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00324-1. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 650-1065 and 4 similar complaints reported with the item 650-1055. Trends were identified from complaint history review. For the item 650-1055, 2 complaints were reported in same hospital. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: the event reports revision due to dislocation. Risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to dislocation. In the risk file, dislocation is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of the reported event (surgical intervention) is considered to be within the severity of the rmf. If further information regarding the root cause of the reported event is provided, risk should be re- no corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that a patient underwent total hip arthroplasty surgery. Subsequently, a revision surgery for shell exchange was performed due to dislocation. After the surgery, when checked the radiograph, one of the screws had penetrated the shell. This complaint reports the revision due to dislocation.